Manufacturer narrative:
The lot number was provided and a lot history review was performed. The device was returned to bd for evaluation. The investigation is confirmed for material rupture. Based on the information provided, the definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 436-2015x pta balloon dilatation catheter allegedly experienced inflation issue, material rupture, and retraction problem. This information was received from one source. This malfunction did involve a patient with no patient injury. The patient was a (B)(6) female that weighed (B)(6).